Event description:
Presenting egm shows rv lead sensing ra output. Recent ra and rv lead revision. Suggested ra lead has been dislodged." Leads manufactured by st. Jude. Case: (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).